Manufacturer narrative:
The o2 sensor within the gas delivery module was replaced by the field service representative. The sensor was returned to its original manufacturer for failure analysis. The voltage readings of the sensor did not meet specified values, due to premature expiration of the consumable electrolyte within the sensor.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed that the gas delivery module repeatedly displayed the message "calibrate o2 analyzer". Manual control of gas flow and concentration remained available through local controls. There was no adverse consequence to the patient as a result of this event.